Event description:
On (B)(6) 2019, a surgeon performed a plif at l4-l5 and fixed screws and rods in a bilateral construct. On (B)(6) 2019, an x-ray determined that one of the rod on the left side had completely slipped out of the construct. On (B)(6) 2019, the surgeon revised the left side by removing the hardware and implanting new screws and rod.

Manufacturer narrative:
Visual examination revealed thread damage from cross-threading which reduced the rod grip strength. A review of the device history was conducted and no issues were identified during the manufacturing and release of the product that could have contributed to the customer complaint. There is no evidence to indicate the parts were out of specification or damaged. This cannot be confirmed as a manufacturing error.